Event description:
Initial info was received on (B)(6) 2012 from a consumer. This (B)(6) male consumer used colgate max white sonic power toothbrush and chipped his teeth and his teeth felt gritty. He began using the toothbrush about one year prior to this report in (B)(6) 2011 and brushing once a day. This was his third toothbrush which was purchased in (B)(6) 2012. About two months prior to this report in (B)(6) 2012, his teeth were feeling gritty. On (B)(6) 2012, layers of his top right front tooth in the middle had chipped off and on the bottom three center teeth ridges had formed making the teeth feel sharp. His right front tooth is 15-20% chipped, a layer of tooth was missing at a 90 degree angle starting from the left corner of the top right tooth #8. The use of the toothbrush was discontinued 1 1/2 weeks ago on (B)(6) 2012. A healthcare professional was not consulted and no treatment was required. At the time of this report, the consumer had not recovered. This case has been assessed as follows: chipped teeth (tooth injury) - unexpected and teeth were feeling gritty (teeth disorder) - unexpected. This assessment is based on initial info received (B)(6) 2012 and is due to the nature and combination of adverse events presented throughout the case.

Manufacturer narrative:
(B)(4) comment: although there is insufficient info with regards to the pt's medical history, dental exam, concurred illnesses and concomitant use of other products, based on a temporal relationship of the event with the use of the product, the potential for a product event causal association cannot be excluded. (B)(4).